Event description:
It was reported that this patient with the implantable cardioverter defibrillator (ICD) received inappropriate therapy due to a driven atrial rhythm in which the rhythm did not convert. It was also observed that the right ventricular (rv) lead impedances were out of range measuring greater than 125 ohms. At this time this ICD and rv leads remain in service. No adverse patient effects were reported.